Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts.

Event description:
On (B)(6) 2012 the distributor contacted animas alleging that the ok and contrast keypad buttons are unresponsive. There is no reported adverse event associated with this complaint. There is no additional information available at this time. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.